Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer also reported that the alleging possible insulin pump under delivery. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with emergency medical services dispatched and 6 units of insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer troubleshooting was performed for high blood glucose level and under delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Device received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.